Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection has been performed on the sensor plug assembly and the plug was not properly seated. A watermark was not observed on the tail indicating that the sensor was never inserted. An insertion failure is due to the sensor not being properly inserted. Therefore, this complaint is not confirmed. Sensor kit expiration date is 28-feb-22. Medical event associated with this complaint case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating did not penetrate her skin due to a bent filament. As a result, the customer stated they received medical treatment from a hcp, however, no further information was provided as the customer ended the troubleshooting process. There was no report of death or permanent injury associated with this event.